Event description:
It was reported that this device was explanted and replaced due to an unspecified error message. The patient was stable with no additional adverse effects. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this device was explanted and replaced due to an unspecified error message. The patient was stable with no additional adverse effects. The device has subsequently been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.